Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was reported to have pain in her stomach and stabbing pains at the peg insertion site. The patient's external retention plate was loosened and the insertion site gauze was reported to be very dirty, bloody, and had pus on it. It was also reported that there was dirt on the stoma site. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient experienced a fever. A nurse reported that the patient was treated with a 10 day duration of amoxicillin for the insertion site events. On (B)(6) 2017, the patient reported that the pus was reduced and her fever had resolved. On (B)(6) 2017, unspecified lab tests did not show any infection. Duodopa lcig was not interrupted.